Manufacturer narrative:
Product ID 3889-33, lot# va1va0p, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that cause of the incontinence issue was not determined. They stated that the patient did not notify the clinic about the fecal incontinence issue. Regrading how the fall affected the device, the hcp reported that there was a kink in the lead and the stimulator was placed sideways which could have been caused by the patient¿s fall. Actions taken were that x-rays were taken, the device turned off, and device removal/replacement planned (but not completed). A planned date of (B)(6) 2019 was noted but they were unsure why it was cancelled on (B)(6) 2019. A message was left for the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she was having problems and could not figure out how to stop it. The patient clarified that she was having bowel movements that she did not know she was having. The patient added that every time she urinates, she has a bowel movement and even if she is just sitting in a chair she will have a bowel movement and not know she had it. The patient stated that she had a fall 6 months ago and started bleeding around the implant and thought she may have to have it replaced during the fall and had turned the device off during that time. The patient then stated that they had just turned the device on again three weeks ago and this is when the bowel movements started. No further complications were anticipated/reported.